Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the emergency room for beeping tones emitting from the device. During the device evaluation, out of range pacing impedances were observed on the right ventricular (rv) lead. Threshold testing was performed during which the patient reported feeling pocket stimulation. A call from the local field representative into boston scientific technical services (ts) to discuss and report a lead revision and device change out. A request for additional information with product status was sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.